Event description:
During troubleshooting of an unrelated alarm, it was reported that the drain volume (dv) equaled 4828ml during drain four on the home choice (hc). The technical service representative (tsr) reviewed the program. The program was continuous cycling peritoneal dialysis, the fill volume (fv) equaled 3000ml, the last fill volume (lfv) equaled 2500ml, and the dextrose was set to different. An increased intraperitoneal volume (iipv) includes any standard mode therapy where the patient drain volume exceeds 160% of the maximum prescribed cycle fill volume. The tsr assisted to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history revealed that the device was previously serviced on (B)(6) 2013 for a problem similar to the reported issue. However, since the device was not returned there could be no indication that the parts replaced during servicing caused or contributed to the increased intra peritoneal volume (iipv) event. The reported problem was unable to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A device history review and service history review will be completed. Should additional relevant information become available, a supplemental report will be submitted.